Event description:
It was reported the patient was in the post-operative recovery room one day following a leadless pacemaker (lp) implant. Upon device check, it was observed the lp was not capturing. It was decided to reposition the lp to a more suitable location, but when fluoroscopy was performed, the lp was discovered to be dislodged. Upon attempting to retrieve the lp, the helix became extended, and retrieval was abandoned after an extended period of time. The lp remained implanted, inactive, and lodged behind the tricuspid valve. No further intervention was completed. The patient was stable.